Event description:
It was reported that the c-arm rotated to 45 degrees and continues further on its own. No injury reported. A field engineer was dispatched to the site and determined that the left hand control switches needed to be replaced. Once this was completed the system was working as intended.